Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective display showing overlapping channel labels was confirmed by baxter personnel during product evaluation. The root cause was assigned to lines on the main display. The display was replaced to correct this condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with display showing overlapped channel labels. This condition had the potential to interrupt delivery. This condition occurred before product use. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.